Manufacturer narrative:
This incident appears to be related to insufficient pre-drilling of the pilot hole which may have led to an increased force being placed on the implant during implantation, which then led to the fracture. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.

Event description:
It was reported to 3m espe that a mdi collared intermediate o-ball 2.1mm x 13mm ((B)(4)) broke during implantation on position 41 and the apical fragment was removed in an additional surgery at the same day. The fragment was removed with a surgical fraise without any complications. The dentist stated that the patient is doing fine without any ongoing symptoms. 3m espe was informed of this event on july 14, 2014, which occurred on (B)(6) 2012; the implant had been placed on the same day (B)(6) 2012.